Manufacturer narrative:
The event was reported to have occurred on an unreported date in the "summer of this year". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with meropenem and unspecified anti-inflammatory drugs (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.